Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No damage was noted on the returned sheath. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a cryo-ablation procedure for atrial fibrillation, an air leak occurred with two swartz introducers. After transseptal puncture with a brk needle and inserting two swartz introducers into the left atrium to perform brockenbrough, imaging revealed air near the right pulmonary vein. At this point, a brk had been inserted into one swartz introducer, and nothing had been inserted into the other yet. Air was then found again, when the inquiry optima diagnostic catheter was inserted into the other swartz introducer. No issues such as difficulty in insertion were observed. St elevation was observed during the procedure and confirmed with an MRI. The possibility of air turbidity due to a valve or port malfunction was suggested. The physician confirmed that normal use was performed. After completing the procedure, there have been no complications, confirmed with an MRI. The procedure was completed without replacing the devices and the patient has remained stable without further complications.

Manufacturer narrative:
Corrected data: b5, h6.

Event description:
This report includes an update to health impact code.